Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.5/+1.5/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was explanted. On this same date a replacement lens of longer length was implanted and the problem was resolved. It was additionally noted "after increasing the size of the icl, the lens no longer rotates". The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.5/+1.5/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned and reportedly resolved the problem. On (B)(6) 2023 the lens was explanted. On this same date a replacement lens of longer length was implanted and the problem was resolved. It was additionally noted "after increasing the size of the icl, the lens no longer rotates". The cause of the event was reported as unknown. D9: return date: (B)(6) 2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken and scratches on the lens. Dimensional inspection found the lens to be within specifications. H6: 4628 lens repositioned. Claim# (B)(4).